Manufacturer narrative:
Manufacturing review of the cangaroo envelope device history record could not be completed as the lot/serial number was not provided. It is noted that per the instructions for use (IFU - art-20662) provided with the finished cangaroo envelope device, infection is listed as a potential complication associated with the procedure and device. Although the exact cause of the reported infection cannot be conclusively determined, infection is a known complication associated with the use of a cangaroo envelope and a surgical implant procedure. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this poster and abstract presented at the 2019 heart rhythm society annual meeting titled infection risk associated with cardiovascular implantable electronic device envelope implantation. Heart rhythm, vol. 16(5) may supplement 2019, s358. [Abstract] was reviewed. This poster and summary abstract report the results of a 292 patients having a cied placement during the timeframe of march 2016 and september 2016 using no envelope, a cormatrix (aziyo biologics) cangaroo envelope, or competitive envelope. The results indicate that four (4) patients treated with the cangaroo envelope developed an unspecified infection requiring either device explantation or antibiotic treatment. In 2016 and 2017, cormatrix cardiovascular had previously reported three (3) mdrs associated with the report authors for pocket infection and device explantation. Aziyo biologics became aware of the 4th infection upon review during postmarket surveillance of the hrs supplement. Attempts to contact corresponding author, or the other physicians associated with this retrospective review has revealed that author no longer practices at this hospital, and due to length of time since retrospective review, the likelihood of additional information being available is remote. Should any additional information be received a follow-up report will be filed. This report will address the 1 additional patient infection, although exact treatment (i.e. Health effect - impact code) cannot be determined.